Event description:
Heparin bag in hemodynamic monitoring set-up (in pressure bag) had bottom seam of the bag (area adjacent to spike port) split apart and begin to leak. Product specialist at baxter was contacted and investigation initiated.